Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis, visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. Device has been explanted and replaced.